Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. Vascular access was obtained via the radial artery, the 99% stenosed, 3x28mm, de novo target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. Following predilated with a 2.25x12mm balloon catheter. This 32 x 3.00 promus premier stent was advanced for treatment. However, after several attempts of crossing the lesion, the stent got damaged. The device was removed and the procedure was completed with a different device. There were no complications nor injuries reported and the patient was in stable condition.